Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that an unknown model aortic valve was explanted after an approximate implant duration of 8 years due to stenosis. As reported a ross procedure was performed.

Manufacturer narrative:
The most likely cause is patient factors, including patient's age at time of implant. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.